Event description:
It was reported that this left ventricular lead was surgically abandoned due to high out of range pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).